Event description:
Reporting status: serious injury/surgical intervention/hospitalization. Reporting rationale: guide wire tip separation requiring surgical intervention. Device issue: guide wire tip separation. It was reported that the tip of the guide wire separated during use. The tip remained in the vessel of the pt, so the pt was sent to surgery and the tip was removed. The pt is reported to be well. No additional event or pt info is available.